Event description:
A vaxcel mini port was inserted for therapeutic purposes approximately three years ago. Prior to the patient receiving a chemo treatment, skin redness was noted and a blood draw was unable to be performed. A dye study revealed a tiny catheter fracture where the stem ends. The physician was able to remove the port catheter from the port body and cut off a small section of the fractured catheter to reconnect and reimplant the port successfully.